Manufacturer narrative:
A ge representative evaluated the system, and reloaded the configuration files and replaced the cine drive.

Event description:
Customer reported the system displays incorrect configuration information, and the cine function is not working. No patient injury was reported.